Event description:
A journal article was reviewed which contained information regarding implantable cardiodefibrillators (icds). Through follow up with the author it was found that the ICD was suspected of premature battery depletion. The ICD was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: feasibility, safety, and short-term outcome of leadless ultrasound-based endocardial left ventricular resynchronization in heart failure patients: results of the wireless stimulation endocardially for (B)(6) study. Europace. 2014;16(5):681-688. (B)(4).